Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign japan.

Event description:
It was reported that during surgery, the battery had already been exploded inside of the sterile package. There was no patient harm/injury. There was no medical intervention. There was a 0¿15-minute surgical delay while they prepared an alternate device. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned seal within the sterile packaging. Visual examination of the returned product found the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.